Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced constipation, which was reported to have caused peritonitis manifested by abdominal pain. The patient was hospitalized for the event. Treatment was not reported. The patient was later discharged from the hospital and recovered from this peritonitis event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number gd893297 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.